Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument broke. The diamond-shaped reins on the instrument's head broke. The instrument have not yet used up their lives. There was no patient harm reported due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-jun-2025: the procedure was completed with a replacement instrument. There was a delay in the procedure, but the delayed time was unknown.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.